Event description:
A review of the initial manufacturer's report number 1644487-2008-02544 revealed that the previously reported patient chest infection, which later resolved with the administration of antibiotics, did not include product information for the patient's pulse generator. This product information has been included on this report.